Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as ¿an infection¿. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with vancomycin, injection, 1 gram (route and frequency unspecified) and gentamicin, injection, 40 mg, once a day (route unspecified). On an unreported date the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.